Event description:
Complaint reported as: the device was involved in generating a false asystole condition on the EKG monitor. No patient harm reported.

Manufacturer narrative:
The device sample has not been returned for eval at this time. The results of the eval are not available at the time of this report. A f/u report will be sent when completed.